Manufacturer narrative:
Additional information was received that the physician reported the lead was broken. The reason ipg will be replaced is to upgrade the system for better coverage and programming.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on a lead. X-ray was taken which noted disruption of one of the leads. The patient will undergo lead replacement procedure. It was also reported that the patient's ipg will be replaced for an unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1110-02, serial #: (B)(4), description: precision¿ implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on a lead. X-ray was taken which noted disruption of one of the leads. The patient will undergo lead replacement procedure. It was also reported that the patient's ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. It was noted that the lead was fractured. The physician suspected lead malfunction. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on a lead. X-ray was taken which noted disruption of one of the leads. The patient will undergo lead replacement procedure. It was also reported that the patient's ipg will be replaced for an unknown reason.